Event description:
It was reported that an ilet user received concurrent alerts for high glucose and predicted low glucose soon, confirmed on the pump display, with capillary glucose initially 325 mg/dl and trending down during the call; the user had no symptoms, infusion site and tubing priming were checked, and a subsequent fingerstick was 277 mg/dl while the pump displayed 299 mg/dl. Symptoms included no reported clinical effects. Outcomes included no medical intervention beyond troubleshooting and no hospitalization. Investigation included guided user checks of the infusion site and tubing refill to verify insulin delivery and comparison of capillary measurements with pump readings. Investigation of this case revealed no device malfunction identified and no component failure observed, with glucose values showing downward trend consistent with resolving hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.